Event description:
It was reported that revision surgery was performed due to elevated metal ion levels in blood serum.

Manufacturer narrative:
Upon receipt of the devices relating to this patient and incident it was established that no smith & nephew parts were involved. The devices have been returned to the complainant so that they can locate the correct manufacturer. Please therefore disregard this incident report and mark it as cancelled in your systems.